Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 5.00 mm/2.0 cm/135 cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for a few seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.